Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at end of service (eos) level upon receipt. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation at various pulse amplitude measured current level within normal range and no indication of premature depletion was noted. Longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received noted that the premature discharge of battery was noted during an in-clinic follow-up. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited premature discharge of battery. No intervention was reported. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Correction: h11 should include device history record (DHR) statement.